Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: arrhythmias/EKG changes/hypotension requiring intra-coronary medical intervention. Device issue: none. It was reported via a trial that two xience v stents were implanted in 2008. Upon completion of stenting and post dilatation, the patient went into a junctional rhythm (arrhythmia). The patient's st segments were elevated (EKG/ECG changes) and the patients blood pressure dropped (hypotension). The angiogram showed no reflow (ischemia). The patient was treated with medication and nitro was administered intracoronary and flow was restored. No additional event or patient information is available.

Manufacturer narrative:
The second xience v listed is being filed under the same manufacturer number. Results and conclusion summation - product performance engineering reviewed the incident. Arrhythmia, hypotension, ischemia, and EKG/ECG changes are not necessarily an indication of a stent delivery system quality problem. In this case, the reported patient issues of arrhythmia, hypotension, ischemia, and EKG/ECG changes are known potential adverse events associated with coronary stenting or everolimus. A conclusive root cause for all reported patient issues, and the relationship to the devices, if any, cannot be determined.